Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Additional information was requested, and the following was obtained: please explain why a second top-up was reported? A second unit was opened because it was the sequence of materials used in this procedure gastroplastia sleeve. What was the problem with the second recharge? Reload stuck in the middle of the stapling.

Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch #857a42. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60d reload (a) was received partially fired 1/3. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 857a42, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the refill stuck in the middle of stapling, needing to open another unit. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 10/1/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.